Event description:
During the laparoscopic total hysterectomy, endo stitch 10mm auto suture #1 (ref# (B)(4), lot# j1l0674ey) malfunctioned and would not engage to hold the suture. The device was replaced with a second endo stitch 10mm auto suture. The patient sustained no harm.